Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patient¿s meter and test strips have been returned on 11/10/2014 and 12/18/2014, evaluated by lifescan product analysis on 12/5/2014 and 1/13/2015 respectively with the following findings:the meter and test strips involved in this case have passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ping meter read inaccurately compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and a follow up call with the patient. The patient reported on october 28, 2014 at 4am they obtained an inaccurately results of ¿238, 235, 238, 236 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin pump. The patient confirmed that he did make any changes to his usual diabetes management regimen in response to the alleged product issue, the patient alleged increasing his medication (novolog) to 20 units. The patient claims he/she developed symptoms of ¿sick, dizzy, headache¿ 1 day after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca walked through a re test with the patient had the test result was not in range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia after the product issue. There is no evidence the patient¿s increase of novolog in response to the alleged inaccurate reading(s) was inappropriate. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.